Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the broach handle has a part broken off at the instrument´s joint-area. No surgical delay, no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary customer is complaining the instrument as a part has broken off at the instrument´s joint-area. No surgical delay, no adverse patient consequences reported. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device confirmed a breakage condition on the hinge. They were also observed impaction nicks marks on areas which are not intended to be impacted specially on the lever and handle. Fragment was not returned for evaluation. The nicks observed on the device can be attributed to a combination of heavy use and unintended impaction forces, most likely from bottom-up impactions applied to disengage the device. These repeated unintended forces could have introduced stress to the device structure, potentially leading to the hinge breakage. A functional test was performed with a laboratory sample broach (257000150) and the broach handle didn't show difficulties for assembling and staying well fitted. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the ant broach handle - r would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot 1) quantity manufactured: 38 2) date of manufacture: 21 jan 2019 3) any anomalies or deviations identified in DHR: none 4) expiry date: n/a 5) IFU reference: 090200836 rev g device history review a manufacturing record evaluation was performed for the finished device product description: ant broach handle - r product code: 259807360 lot number: ab4656846 and no non-conformances or manufacturing irregularities were identified.